Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urinary/bowel dysfunction.. It was reported that caller is with doctor and patient and noted 1707 and por that occurred on feb 13th. Reviewed meaning of each. Doctor is charging with patient now and charging excellent and incrementing charge level while on the call. Patient denies the ins ever went to 0%. Reviewed tracking charging and comparing and patient is interested in moving to a primary cell ins. Patient likes the therapy but not the maintenance and repositioning of charging. Additional information was received from a manufacturer representative (rep). The rep reported that the cause of the por was unknown. They were able to clear por with patient programmer in office. Issue was resolved.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.